Event description:
Information received by medtronic indicated that the insulin pump screen was burnt. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. The pump was returned for bumped/dropped/cosmetic damage on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download the history files using thus software due to blank display. Unit received with bleeding cracked lcd glass. The following were noted during visual inspection cracked battery tube threads, fading serial number label and cracked case at battery tube side. Blank display due to moisture damage on electronics assembly stack pcba1 and pcba2. Unit was confirmed for physical damage on the battery tube compartment area. (B)(4).